Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, the dissector had an activation issue. The device stopped working. There was another battery installed onto the hand piece, but an error tone was heard or red light was observed. It was also reported that the jaws of the reload locked on the patient's tissue. An auxiliary grasper was used to remove the instrument. The reported devices were replaced to complete the case. There was no patient injury.